Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially treated with afx and multiple non-endologix stents in 2014. The patient presented for a routine follow-up -(B)(6) 2018 with a type iiia endoleak, aaa enlargement. The patient is seeing a new physician who plans to explant all devices. No procedure date has been scheduled. There has been no additional patient sequalae reprted at this time.

Manufacturer narrative:
Clinical evaluations was unable to find substantial evidence to support the following reported events; non endologix stents placed during initial evar procedure, type iiia endoleak and iiib endoleak of the mid main body, sac growth, and open repair. The most likely cause of the loss of seal and compromised stent graft integrity, procedure related harms and the final patient disposition could not be determined due to a lack of relevant medical records or imaging. There have been no further reports of negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to 0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to 0.2%. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
Additional information was received, and explant was performed on (B)(6) 2018.